Event description:
Blood glucose meter reads only "lo" and "hi" and was found by fiance inconherent. It was reported paramedics tested 19 and then 30mg/dl before transporting her to the hospital where she was treated with a glucose IV and kept for 6-7 hours. It was not provided the last time the meter was used prior to the incident or the result despite several attempts to gather the information along with other information relative to the alleged incident. A request was made for the return of the suspect product and replacement product was sent.